Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue during priming process. Customer stated that the insulin pump got no reservoir detected alarm after rewind and load reservoir process. Troubleshooting was done for reservoir and tubing process. Customer stated that they were unable to exit the load reservoir process. Customer stated that they did not received complete status with next highlighted on the screen. No harm medical intervention was reported. The insulin pump will be returned for analysis.